Manufacturer narrative:
Zimvie complaint number (B)(4). E1: reporter phone: (B)(6). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported that implant disengaged from driver and fell down. Procedure was completed using another implant.